Event description:
The facility reported a colleague infusion pump malfunction described as a bad display. There was no report of when this condition occurred. The location of this occurence was in the biomed service department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(6). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction described as a bad display was confirmed by baxter personnel during product evaluation. The root cause was assigned to the faulty main display. The main display was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.